Event description:
It was reported the pt was implanted a biolox option hd/adpt, 12/14, 40 x -3.0 on the right side on (B)(6) 2013. It was stated that the pt presented heterotopic ossification.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated. Zimmer's reference number of this file is (B)(4).